Manufacturer narrative:
Date of event: (B)(6) 2017. (B)(6),

Event description:
Customer reported that the unit alarmed post proximal pressure sensor auto-zero failed, but the vent continued to ventilate. The clinicians decided to replace the ventilator then sent the one in question to the biomed department. Customer reported that the unit was on a patient. There was no patient harm reported. No patient details can be disclosed due to privacy policies.

Manufacturer narrative:
The data acquisition (da) pcba was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned da pcba revealed no evidence of damage or contamination. The da pcba was installed in the fi test ventilator. A pressure accuracy test was performed and passed. Solenoids 3 and 4 properly connected the proximal pressure sensor to ambient pressure when activated. The ventilator was run in normal ventilation for one hour without errors occurring. No failure was found. The root cause for the reported issue could not be determined due to no failures identified.